Event description:
It was reported that the syringe plunger gears of a medfusion® 4000 wireless syringe infusion pump grind when the syringe plunger driver is moved in and out. No patient involvement, the event occurred during pre-test.

Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Testing was performed, by moving the plunger assembly in and out by pressing the plunger lever. The customer's reported problem was unable to be duplicated. The pump plunger assembly was moving in and out smoothly without any gridding sound. Investigator was unable to determine the cause of the customer's reported problem because no problem was found during investigation. The root cause of the reported problem is unknown.